Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer. The device was explanted and replaced without incident.